Event description:
It was reported that pump experienced malfunction with malf 12 code and was unable to successfully reset after multiple attempts, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to use multiple daily injections as backup insulin therapy. Tandem technical support arranged shipment of replacement pump with updated software.